Event description:
During an in-clinic follow-up, crosstalk over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.